Event description:
It was reported that during a laparoscopic sigma procedure, the device could not be fired properly. A part of the clips remained in the stapler. The surgeon had to resect the colon and then used another ils stapler to finish the anastomosis. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information received: what confirmation was received that the device was fully fired? Yes. Was the orange indicator within the gap setting scale prior to firing? Yes. Were any of the staples deployed into the target tissue? Yes, just a few. Were there staples seen in the surgical field? Yes, unformed staples. What was the shape of the staples (b-formation, irregular, legs straight)? The ones which fell out of the device were unformed (straight legs). Did the device cut? Yes. If the device cut, was the cut line fully circumferential around the target tissue? The surgeon always waits for more than 15 seconds before firing. He said everything was looking normal, the orange indicator was within the gap setting scale and the patient¿s colon tissue was not very thick. He had to like fire the device ¿twice¿ because after squeezing the handles the first time the device did not give feedback about firing. After the second time the device gave feedback but the firing was not completed properly. The analysis results found that the ecs29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.